Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the starclose se device was difficult to remove. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. A "nick and spread" in the tissue track was performed and counter-traction and assertive pull was used to remove the device. Hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the locator wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal. Witness marks on the two feet of the thumb advancer/slider block indicated that an attempt was made to retract the thumb advancer via utilizing the access ports feature. However, due to numerous attempts and excessive force, one foot was damaged and this could interfere with the thumb advancer retraction. The device was removed via counter-traction and assertive pull which resulted in all the wings detaching from the distal retaining ring. The broken wings remained secure within the vessel locator. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.